Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 357.377, synthes lot # 6606044. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 05-may-2011, supplier: (B)(4), device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent a primary trochanteric fixation nail (tfn) procedure on (B)(6) 2017 to treat a proximal femur fracture. During the procedure the surgeon had difficulty inserting the helical blade after the tfn nail had been inserted. The helical inserter and coupling screw did not align properly making it hard to insert the helical blade. As a result the helical blade was hitting the tfn nail. Eventually the helical blade was properly aligned and the procedure was successfully completed. There was a 10 minute delay related to this event. No damage to devices were noted and there was no deviation in the surgical procedure. Patient outcome was reported stable. Concomitant devices reported: blade guide sleeve for tfn (357.369, lot 6581164, quantity 1); buttress/compression nut (357.371, lot 6599561, quantity 1); insertion handle for tfn (357.411, lot 6605563, quantity 1); 130 degree aiming arm for tfn (357.366, lot 3759323, quantity 1). This report is for one (1) helical blade coupling screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (helical blade coupling screw, part number 357.377, lot number 6606044). The subject device was returned with the complaint condition stating: (B)(6) reported the following: it was reported that during insertion of the helical blade during a trochanteric fixation nail (tfn) procedure on (B)(6) 2017 to treat a proximal femur fracture. During the procedure the helical insertion coupling did not align properly making it hard to insert the blade correctly. There was a 10 minute delay related to this event. No information available on whether the procedure was completed. No harm was reported to the patient. The returned helical blade inserter (357.372, 6681282) was manufactured on 29jun11 and drawings were reviewed. The returned helical blade coupling screw (357.377, 6606044) was manufactured on 05may11 and drawings were reviewed. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. A spare cannulated connecting screw (357.397, 6606047), 11mm titanium helical blade (456.306, 5667774), and 11mm 130° titanium cannulated tfn (456.423, 4374829) were used along with the returned parts in an attempt to recreate the complaint condition, but the helical blade was able to pass through the tfn as intended. The returned tfn parts exhibited signs of rough use and some parts seemed to have been struck with a hammer even though they weren¿t meant to be struck. Upon inspection and after attempting to recreate the complaint condition, there was no clear indication of damage which could have contributed to the complaint condition. However, there are other factors which could have impacted the complaint, such as not effectively following guidance from the technique guide and challenges due to unique patient anatomy. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.